Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 100 cup size 56 mm, with the 40 mm ID metal liner, a summit tapered size 4 standard offset stem, and an articul/eze m-spec 40 mm +5 femoral head. On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 100 cup size 54 mm, with a 36 mm ID metal liner, a summit tapered hip stem size 5 standard offset stem, and an articul/eze metal on metal femoral head, 36 mm +1.5. Soon after these surgeries, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area and left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: osteoarthritis of the right hip.